Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 585 mg/dl at time of alarms. Elevated blood glucose was addressed with a correction bolus via the pump. During system check with tandem technical support, the issue could not be identified because customer declined to remove infusion set cannula from the infusion site. Customer cleared the alarm and resumed insulin delivery.